Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that during a revision procedure, the instrument fractured in the screw of the trial cone body, while assembling with the distal stem. The stem and trial cone body were removed from the patient, as they could not be separated. Another stem was used to complete the procedure with approximately a 30 minute delay in procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported a patient underwent a total hip arthroplasty on (B)(6) 2016. During the procedure, the instrument fractured in the stem. The stem was removed from the patient. Another stem was used to complete the procedure with approximately a 30 minute delay in procedure.